Event description:
A male with stage IV non-small cell carcinoma of lung, pet (positron emission tomography) scans consistent with metastatic carcinoma and recurrent malignant right pleural effusion admitted for flexible fiber optic bronchoscopy and right video assisted thoracotomy with drainage of right pleural effusion and talc pleurodesis under general anesthesia. The surgeon removed 3500ml tea colored fluid from the right chest tube. At the conclusion of procedure, the patient was arousal, sedated and receiving oxygen via nasal cannula and transported to pacu (post anesthesia care unit). Upon arrival to pacu he was unresponsive with pulse oxygenation in 60s and atrial fibrillation on monitor. Chest tube was connected to wall suction and measures taken to assist with inadequate respirations (face mask, oral airway, ambu bag) and narcan was administered. The patient became more responsive but still with inadequate respirations so he was intubated and placed on ventilator. He became tachypneic, dusky and had no measured blood pressure or pulse. The chest tube was checked and found to be clamped distally. Upon release of clamp, 100ml serosanguinous fluid drained. Code was called and patient expired.post incident discussion regarding possibility of changing clamp color so that it stands out or marking it with a warning label regarding the dangers of clamping.